Event description:
It was reported that the pressure transducer test failed during system check out. Manufacturer´s ref #: (B)(4).

Event description:
Manufacturer´s ref #: 277779.

Manufacturer narrative:
It was reported that the anesthesia workstation failed the pressure transducer test and the vaporizer valve test during system check out. Our field service engineer concluded that the reflector pressure transducer needed to be replaced and the replacement of the reflector pressure transducer solved the issues. The replaced pressure transducer was however discarded and could not be investigated. The device logs have been received and they confirm the failure of the two subtests. Our conclusion is that the faulty reflector pressure transducer caused the issues. We have however not been able to determine the true root-cause since the replaced part was discarded and could not be investigated.